Event description:
It was reported that one day after the implant procedure, hematoma and murmur sound was detected at the location of the femoral puncture. Doppler ultrasound confirmed pseudoaneurysm. Femostop was applied and the patient remained hospitalized. The device remains in use. The patient is enrolled in the micra transcatheter pacing study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).